Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the patient cable being discolored and having loose rubber casing around its lemo connectors were confirmed upon arrival of the returned mobile power unit (mpu) at the european distribution center. The mpu (serial number: (B)(4) was functionally tested and found to perform as intended despite the observed mechanical damage. The patient cable was replaced, and preventative maintenance was performed on the unit. The serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was originally shipped to the customer on (B)(6) 2016. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mpu and the patient cable for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) patient cable was loose at the rubber around the black and white connecter. The cable was also discolored. The unit was removed from use and returned for servicing.